Event description:
Rv bipolar (rv tip to rv ring) lead impedance warning on (B)(6) 2023. Measured over 3000 ohms currently programmed rv tip to rv coil. High rv capture threshold. Currently rv pacing is turned off. Appears to be a known issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).